Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was around 35 mg/dl at the time of incident. The customer stated that the emergency medical services were called for the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they experienced high blood glucose of 600 mg/dl. The customer's blood glucose was 175 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.